Manufacturer narrative:
(B)(4). Date sent: 4/13/2021. H6: no device problem found (c19). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the beads, tooling marks were found on the clasp beads. This could have been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 14969, was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have egd, ph, and manometry studies done? If yes, could you please share the results? Yes, an egd and ph study was done. A manometry was not done but, an esophagram done in (B)(6) 2016 showed a hiatal hernia with a focal stricture of the ge junction. She subsequently underwent an upper endoscopy on (B)(6) 2017 with findings of la grade d esophagitis with the distal esophageal stricture that was dilatated, a 3cm hiatal hernia with a hill grade 4 valve. Biopsies of the distal esophagus were negative for barrett's. Bravo ph was markedly positive with demeester scores of 149.1 and 122.8. What is the lot number of the linx device? Lot number: 14969. When using the linx sizing device what technique was used to determine the size? The sizing device was then brought up into the operative field. Based on these measurements, a 15b device was then chosen. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes, the patient has a history of an esophageal stricture due to a shatzki's ring s/p multiple dilations by dr. She notes a history of dysphagia that began approximately 5 years ago with regurgitation also. She notes symptoms are worse with solid foods and needs to eat small amounts at a time. She has been refractory to multiple ppis due to gi distress and diarrhea however most recently she has been on omeprazole with some improvement of heartburn symptoms. How severe was the dysphagia/odynophagia before intervention? Mild. Were there any intra-operative complications during the implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, laparoscopic paraesophageal hernia repair. Besides the reported dysphagia, were there any other contributing factors that led to the removal of the device? Yes, regurgitation, early satiety. The patient is a (B)(6) y.o. Female with pmh of gerd s/p linx placement who presents with dysphagia and regurgitation consistent with poor esophageal emptying due to the linx. She does have evidence of poor motility on the most recent veg as well. Given the lack of symptomatic resolution with dilation, we discussed the removal of the linx device. It seems her esophageal motility is not effective enough to overcome the power of the linx device. The heartburn symptoms she is feeling is likely due to stasis of food above the linx. Her last egd done on (B)(6) 2020 demonstrated food above the linx device in the esophagus with no e/o barrett's. The linx device was dilated again however she continues to report persistent dysphagia, early satiety, and occasional episodes of regurgitation of food soon after she eats. Due to these symptoms, she has elected to have the device removed. Besides the reported dysphagia, what was the reason for the removal of the linx device? Regurgitation and early satiety. Was the device found in the correct position/geometry at the time of removal? Yes. Is the omeprazole over the counter? No. Is the omeprazole doctor prescription? Yes. If yes for prescription, what is the dosage of mg? Omeprazole 20mg capsule, delayed-release, take 1 capsule by oral one hour before breakfast and every other day.

Event description:
It was reported that a linx device was explanted on (B)(6) 2021 for chronic dysphagia.